Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and after the procedure, the doctor noticed some charring/thrombus/clot above the electrode. The patient had no complications. The charring/thrombus/clot was between tip electrode and electrode two at the plastic ring separating the electrodes. The system did not present any error messages, and the physician/user did not see any product problem. There were no issues related to temperature and flow on the catheter. Generator parameters were qmode+ for four seconds, power 90 w, temperature target 55°c with temperature cut off 65°c. The patient was anticoagulated (act), and the act was greater than 300 seconds, which was maintained throughout the case. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician considers the char was excessive based on their clinical experience and that the physician estimates the risk to be increased. Correct catheter settings were selected on the generator. Pump was switching from ¿low¿ to ¿high¿ flow during ablation. The physician aims for 5-15 grams of force. Prescribed irrigation rate was used. Pre-ablation high setting was two seconds. Heparinized normal saline was used. Carto visitag module settings qmode+, stability+ algorithm, tag size radius: 3mm. Total energy (290j ¿ 330j) color option used.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by sterilmed inc., or its employees that the report constitutes an admission that the product, sterilmed inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 07-jan-2026. Therefore, section d9 has been populated. It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and after the procedure, the doctor noticed some charring/thrombus/clot above the electrode. Device investigation details: following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed char residues in the dome. The device was connected to the generator, and an ablation cycle was performed, and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly. No obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported by the customer was confirmed. The potential cause of this failure could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device lot 31608092l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation could be performed, and the customer complaint cannot be confirmed. However, if the product is received in the future, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).